Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 13th of august 2015 for further investigation. During the investigation the fse replaced broken thumbscrew then primed wash serveral time with no errors. Instrument is functioning as intended and was released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found one other complaint with similar event. The most probable cause for this event is a broken thumb screw. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported that they snapped off the wash probe #2 thumb screw. Therefore, the probe can not be attached in its proper place. Customer requested service in order to address the reported issue which resulted in delayed reporting of results for progesterone ii, bhcg fsh, pth and lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.